Manufacturer narrative:
A sample is being returned and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. Add'l info has been requested but not received to date. (B)(4).

Event description:
A healthcare professional reported that a cassette could not make the vitreotome to function during a vitrectomy surgery. The cassette was changed and surgery could be completed without any problem. There was no pt impact and surgery was not delayed more than thirty mins. Add'l info has been requested but not received to date.